Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 66-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed limb ischemia during impella support ¿ medical staff observed no distal pulses in the lower extremity of the impella side and could not establish flow via doppler. Medical staff rapidly weaned the patient off the cp, and, when removing the cp, the patient went into arrest, requiring resuscitation. The patient went in and out of ventricular tachycardia before eventually expiring. The cause of death is unknown and the cause of death in relationship to the impella remains unknown.

Manufacturer narrative:
The investigation for the reported limb ischemia and ventricular tachycardia arrest has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and ventricular tachycardia arrest could not be determined. H6 component code 4755 changed to 925